Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
The consumer reported, her mother used the product for seven to eight hours on her left shoulder area. When the patch was removed, the consumer described skin removal and a burn in the area worn. The consumer's mother was in a nursing facility at the time of the incident and received medical attention which include oral antibiotics and antibiotic salve to treat the area.